Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined.

Event description:
Edwards received notification that this patient with an intuity elite valve model 8300ab23 implanted in the aortic position underwent re-intervention for a balloon dilation procedure to treat a pvl after three (3) years and six (6) months of implant duration. Reportedly, the native valve was not bicuspid and the patient did not have pure aortic insufficiency. Indication for initial replacement was aortic native valve calcification leading to stenosis. Reportedly, there were not any difficulty or issue during valve seating and postoperative echo did not show any leak. However, on control echo performed in (B)(6) 2019 a mild insufficiency was observed which had been increasing since then. As reported, an attempt to expand the valve skirt with a two sizes bigger non-edwards balloon was done unsuccessfully and a plug (amplazer) had to be implanted to treat the pvl during the same procedure. A minimal leak was observed after reintervention. The patient was noted as to be in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted when new information becomes available. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 8300ab of unknown size implanted in the aortic position underwent reintervention for a balloon dilation procedure to treat a pvl after an unknown implant duration. Reportedly no calcification was observed on the patient annulus and the patient did not have pure aortic insufficiency. Indication for initial replacement was aortic stenosis. As reported, an attempt to expand the valve skirt with a two sizes bigger non edwards balloon was done unsuccessfully and a plug had to be implanted to treat the pvl during the same procedure. A minimal leak was observed after reintervention. The patient was noted as to be in stable condition.